Manufacturer narrative:
According to the customer on (B)(6) 2023 after draining a cyst on her left cheek the customer applied a bandage to the affected area and experienced an "allergic reaction where the white pad was placed". Per the customer "the area became red, blistered, and inflamed". The customer stated "she went to her physician and received a prescription for doxycycline and received a ceftriaxone shot for the allergic reaction that the physician associated with the use of the bandage". No additional information is available at this time. The sample was requested to be returned for evaluation but has not been returned. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023 after draining a cyst on her left cheek the customer applied a bandage to the affected area and experienced an "allergic reaction where the white pad was placed". Per the customer "the area became red, blistered, and inflamed".